Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "occlusion problems" (occlusion within device). A nurse reports occlusion problems after new software upgrade. No pt injury reported.

Manufacturer narrative:
The territory mgr. (Tm) examined the system and could not duplicate the occlusion non-conformity. The system was found to meet specs. It was noted that one of the customer's handpieces was vibrating inside even though the handpiece was able to tune. The handpiece was marked and it was advised to be replaced. No samples have been returned to mfg for analysis. A definitive root cause could not be determined. (B)(4).